Event description:
It was reported that the patient had his ams artificial urinary sphincter cuff component removed due to patient dissatisfaction and to make the cuff more tight. A new ams artificial urinary sphincter 4.0 cm cuff was implanted.